Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Monitor, needs new battery, intermittent power. Found prior to surgery, no patient harm.

Manufacturer narrative:
It was previously reported that the device would be returned for evaluation; however, multiple attempts to obtain the sample were not successful. If additional relevant information is provided in the future, the complaint will be reopened and a follow-up report will be submitted. At present, we consider this complaint to be closed.